Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the unexpected stress on the camera cable due to the user's handling, resulting in breakage of the cable, disconnection, and the loss of image. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the cystoscopy, the endoscopic image of the subject device disappeared. The user replaced the subject device to another device and completed the procedure. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the damage of the camera cable. There was no report of patient injury associated with the event.